Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the up and down buttons slow to respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin was squirting out during priming. Customer also that the rewind process was slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify low battery alert greater than 1 week anomaly and prime or fill anomaly due to buttons not responding. Device received with minor scratched lcd window, cracked battery tube threads, cracked case display window corner and debris under window.